Event description:
It was reported that medical attention was sought on (B)(6) 2019 at 2:30am at the end-user's home. The caller stated that the end-user woke up and felt ill. He then performed a blood glucose test and received a 76mg/dl. Reporter stated that she then called the paramedics due to him not feeling well. Paramedics were called 10 minutes after testing with his prodigy meter. Reporter stated that he had apple juice and sugar while waiting for the paramedics to come the paramedics arrived about 10 minutes later and tested his blood glucose and received a result of 60mg/dl, they then tested with the end-users prodigy meter and received a result of 86mg/dl. The end-user was not transported to the hospital. The paramedics had him eat a peanut butter sandwich. The end-user is on a sliding scale that is as follows: lantus: 14 units in the morning and 24 units at night. Novalog: 10 units (sliding scale: 150-200mg/dl add 2 units, 201-250mg/dl add 3 units, 251-300mg/dl add 4 units, 351-400mg/dl add 6 units). No additional information was provided.